Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a potential pump software failure. It was reported that the elective replacement indicator (eri) was changing erratically. In a specific occasion, the eri dropped 16 months over 11 days. In another instance, the eri increased 4 months over a period of 14 days. It was reported that the pump had been working well until (B)(6) 2011, but the erratic changes were noted as beginning after (B)(6) 2011. It was also noted that the patient received "bad" medication that was ineffective. It was analyzed and found to be "40% below potency". At the time of report, the patient's symptoms were pain with less than 50% therapy relief. Two days later, it was reported that the morphine came back at only 46% potency. However, documentation from an outside analysis lab reported that the expected concentration was 5mg/ml and the actual was 4.732mg/ml, giving 94.63% of the expected potency. It was stated that the pump would work for three days and then wouldn't work at all. The patient's catheter had been replaced and a dye study and rotor study were performed. It was reported that the changes in eri may be related to changes in the flow rate of the patient's device. A week later, it was reported that the patient's pump was replaced. The drug used in this system was morphine.